Event description:
A customer reported that irrigation continued to flow after the cassette was removed from the console after a surgery. Leakage from the cassette is suspected. No patient impact or harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).